Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 425 mg/dl. The customer had symptoms such as throwing up all day. The customer treated with pump. Customer's blood glucose value was unknown at the time of the incident. Customer's current blood glucose value was 111 mg/dl. Troubleshooting was performed. The customer had visited to emergency room and was hospitalized on (B)(6) 2017 at 11:00 am. The blood glucose value when admitted to hospital was 586 mg/dl. The customer complained about throwing up and had hyperglycemia. The customer cause of hospitalization per healthcare professional's was diabetic ketoacidosis. Customer wearing the pump at time of hospitalization. The drive support cap appears normal (slightly indented). The product was returned for analysis.

Manufacturer narrative:
Pump received with the operating currents within specification. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. Pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. The units left at pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. No unexpected shutting off or lost battery power noted during testing. Pump received with cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window.